Manufacturer narrative:
Subject product has been returned and is in the process of being evaluated. A follow up report showing eval results will be sent upon completion of eval.

Event description:
Straight shots. Instrument was test-fired and produced straight shots. Doctor was told but used it anyway on pt. Straight shots into pt.